Event description:
Customer reported that the unit will power on intermittently. The battery compartment has no corrosion or battery leakage. There was no other damage to the unit reported. The customer did not provide a date when then this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results - the reported issue is confirmed. Evaluation revealed that the unit powered up the first two times when using new batteries. However, the unit did not power up the third time when using new batteries or an external power supply. The unit functions were tested when the unit first powered up. When set to voice or voice and tone the unit powered off after a couple of seconds. After a couple of seconds it powered up on its own. The alarm sounds when it shouldn't when using a working sensor pad while pressure is applied to the pad. The customer recorded message does not play back and no message heard. The nurse call light turns off intermittently at the nurse call test fixture when the nurse call cable is wiggled. The delay, hold mode, and low battery chirp functions could not be tested. Visual findings one pin in the rj-11 receptacle is lower than the rest. User added a piece of loop to the top of the case. Note: posey instructions for use warning statement: when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. (B)(4).